Manufacturer narrative:
The explanted lead was discarded at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The lead was then explanted and replaced with another lead of the same model. No adverse patient effects were reported.